Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, stent damage occurred. The long target lesion was located in a densely calcified left anterior descending artery. Three runs of rotational arthrectomy was performed with a 1.75 rotablator burr. A promus element, mr, 3.50x28mm drug eluting stent (des) was advanced but could not cross the lesion despite several attempts as resistance was felt at the proximal end of the lesion. The stent delivery system was removed and the lesion was pre-dilated with an unknown manufacturer's balloon catheter. The physician then observed that the struts of the stent were damaged. The procedure was completed with the implant of a 4x24mm promus element des. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, stent damage occurred. The long target lesion was located in a densely calcified left anterior descending artery. Three runs of rotational arthrectomy was performed with a 1.75 rotablator burr. A promus element, mr,3.50x28mm drug eluting stent (des) was advanced but could not cross the lesion despite several attempts as resistance was felt at the proximal end of the lesion. The stent delivery system was removed and the lesion was pre-dilated with an unknown manufacturer's balloon catheter. The physician then observed that the struts of the stent were damaged. The procedure was completed with the implant of a 4x24mm promus element des. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. The struts of the stent were both raised and twisted. The od of the stent area where no damage was present was measured and is within specifications. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).